Event description:
Per the clinic, the patient experienced an infection at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics and steroid injection (specific date and duration not reported), to have the site cleaned, however, the issue did not resolve. The patient then underwent a skin revision surgery under general anesthesia on (B)(6) 2020, to remove excess skin over the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 25, 2023.

Manufacturer narrative:
This report is submitted on jul 6, 2023 correction. There was no skin revision under a general anaesthetic and no infection.